Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082803) on 30-jan-2019.this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal"), cerebrovascular accident ("stroke like symptoms") and multiple sclerosis ("multiple sclerosis") in a female patient who had essure inserted. Concomitant products included cyanocobalamin, duloxetine and naphazoline hydrochloride (eye drops). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced cerebrovascular accident (seriousness criterion medically significant) and multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2018. On (B)(6) 2018, the cerebrovascular accident and multiple sclerosis had resolved. The reporter provided no causality assessment for cerebrovascular accident, medical device removal and multiple sclerosis with essure. The reporter commented: an injury (required intervention) was mentioned but not specified and /or assigned to one of the events.incidentno lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.